Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that after the catheter was inserted in the subclavian, blood was aspirated. It was at that time, air bubbles were noticed in both the distal and proximal lumens. The user made sure the catheter had been indwelled properly at a depth of a 15-16 cm. The catheter was then suspect and as a result, it was removed and replaced with a competitor's product. There were no reported patient complications.